Manufacturer narrative:
Additional information: g2: additional field of company representative marked in addition to healthcare provider and user facility marked in pervious report.

Event description:
New information received notes that the patient presented in-clinic for a explant procedure. Prior examination of the patient's pacemaker had revealed premature battery depletion. The pacemaker was explanted and replaced on (B)(6) 2021 and will be returned for analysis. The patient was stable throughout.

Manufacturer narrative:
Reported events of premature discharge of battery, longevity anomaly, and incorrect measurements were not confirmed.the device was received from the field with battery voltage at elective replacement level in line with projected longevity. Review of session record indicates auto capture feature was enabled. When automatic settings are programmed, such as auto capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical tests performed under nominal settings and at various pulse amplitudes indicated normal data, current levels within normal range, and no indication of premature depletion detected. Longevity assessment was performed, and the device exceeded projected longevity and it is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a follow-up. Upon interrogation, the patient's pacemaker was found to be overestimating its longevity. The patient was connected to a home monitor and will continue to be monitored. No patient consequences were reported.